Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was admitted to the emergency room, and subsequently hospitalized due to an elevated blood glucose level of over 600 mg/dl. Customer was treated with insulin, fluids, and zophran, and was released from the hospital the following day. Reportedly, intermittently occlusion alarms occurred. Customer reverted to manual injections for insulin therapy.